Event description:
Hot knees [joint warmth]. Hot swollen knees [joint swelling]. Aspirate the knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via a sales rep regarding a pt, age, gender and initials not provided. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection, 6 ml, once, in an unspecified location. The synvisc one lot number was not provided. On an unspecified date, in 2012, the pt experienced big, hot swollen knees. The physician aspirated the knees and gave a steroid shot to the pt. No analysis was performed as the physician did not think that it was necessary. No action was taken with synvisc one. The outcome for the events of hot swollen knees (joint warmth), hot swollen knees (joint swelling) and "aspirate the knees" was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide relationship between synvisc one and all the events. The qa (quality assurance) investigation results were received on (B)(4) 2012. The total list of cases created by this reporter is (B)(4).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.